Event description:
Patient called this morning stating she didn't think her 5fu pump was emptying properly. She came in and pharmacist estimated it was 2/3 full. (Was hooked up 3/23 at 1304 and is a 46 hour pump.) I discussed with physician and he said to make a new pump with 3000mg (60% of the original pump) and infuse over 46 hours. The patient will come back on saturday for a pump disconnect. FDA safety report ID# (B)(4).